Manufacturer narrative:
(B)(4). Eval, results: (migration, endoleak), (disease progression with aortic neck dilatation and severe angulation). Eval, conclusion: device failure/lack of effectiveness related to pt condition (disease progression with aortic neck dilatation and severe angulation).

Event description:
An aneurx stent graft sys was implanted in a pt for endovascular treatment of an abdominal aortic aneurysm approx 35 months ago. The aneurysm size at the time of implant is unk and currently is 5.4 cm in diameter; the aortic neck has changed from 28 mm in diameter to 32 mm in diameter over the length of the aortic neck due to disease progression with aortic neck dilatation and severe angulation. The vessel morphology was reported as mild calcification, severe tortuosity and narrow in diameter through out the iliac limbs. A recent CT demonstrated that the bifurcated stent graft has migrated resulting in a proximal type I endoleak. The pt was brought in for treatment of the migrated stent graft and type I endoleak. The physician implanted a talent 34 mm aortic cuff, however, there was a proximal type I endoleak, the device was inadvertently implanted higher then intended and there were difficulties removing the delivery catheter from the pt. (MFR 2953200-2011-00040). The cover of the delivery catheter was kinked and accordioned. The over lap between the talent 34 aortic cuff and the bifurcated stent graft was minimal, (no type iii endoleak) but the physician elected to implanted a 28 aneurx aortic cuff (prophylactic) to bridge the two devices. The physician then inserted a second 34 talent aortic cuff to treat the proximal type I endoleak of the first 34 talent aortic cuff, however, the type I endoleak did not resolve. (MFR 2953200-2011-00041). The pt will be brought back next week and coils will be implanted to treat the type I endoleak. No additional clinical sequelae reported, and the pt is fine.